Manufacturer narrative:
Tw #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. The jaws did not become engaged with the c-ring. Procedure was finished with a new vasoview hemopro 2. There was no patient injury. The c-ring did not fall into the patient. Minimal delay in case due to opening a new kit.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/11/2025. An investigation was conducted on 03/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. The c-ring was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break-c-ring" was not confirmed. The lot # 3000422235 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.